Event description:
The patient was being treated for a decubitis ulcer (stage IV-open wound) in the buttock area. Skin prep spray was being used as a preparation prior to the application of a medical dressing. Skin prep was sprayed around the wound and 20 minutes later and the patient had the following reaction. Swellings of the lips and hives around the face and neck area. The wound area was washed with soap and water immediately after the condition was observed. There was not redness, swelling, etc. Noted around the wound area. The patient received a benadryl shot by the nurse in charge of the swelling and hive condition. There was no other medical attention given to the patient. A day after the incident, the condition had cleared up and no side affects were noted. The patient was a first time user of skin prep.